Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The external portion of the driveline cable was returned to the manufacturer. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited electrical fault alarms indicating an opened rear phase c or broken/disconnected wire within the driveline cable. Emergency medical services (ems) was called to the patient's home. The controller was connected to a battery and controller ac adapter and there was no visible damage to the driveline cable observed by the patient. The patient was advised to confirm that the driveline connection to the controller was secured. The driveline was disconnected then reconnected to the controller triggering ventricular assist device (vad) disconnect alarms. The electrical fault alarms continued, and there were multiple high watt alarms. The vad was operating on a single stator which caused a sharp increase in power consumption and flow. When ems arrived, the patient required oxygen and several vad stop alarms were noted signifying that the vad had been unable to restart. The patient went into cardiac arrest and was taken to the emergency room (ER) where resuscitation and stabilization were attempted. It was reported that the patient subsequently expired, and an autopsy was not performed.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon ems arrival, the patient experienced respiratory distress and became unresponsive.

Manufacturer narrative:
This supplemental is based solely on the receipt of a voluntary medwatch form 3500. Since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. Voluntary medwatch report number: mw5094198. Additional information was received regarding patient sign/symptom. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of the driveline cable associated with the hvad pump and controller were returned for evaluation. No performance allegations were made against (B)(6). Failure analysis of the returned driveline segment and the controller revealed that the devices passed functional testing and visual inspection. Visual inspection of the driveline segment did not reveal any anomalies or wire damage within the cable. Functional testing of the driveline revealed that the driveline passed the continuity test and locking mechanism test. As a result, the reported broken/disconnected wire event could not confirmed. Review of the controller log files associated with the controller in use revealed several electrical fault alarms due to an open phase in the rear stator logged since 16:24:54 on (B)(6) 2020. Several high watt alarms were logged since 20:24:22, due to the increased power consumption required to run on a single stator. Several vad disconnect alarms and additional electrical fault alarms were logged due to open phases on both stators. Log file analysis also revealed several vad stopped alarms were logged starting at 20:45:13 due to vad minimum speed failure, which is the result of the pump operating below 1400 rpms for 10 seconds. This fault was likely due to an open phase detected during an attempt to reactivate a stator. A vad stopped alarm was logged at 20:47:16 due to a failure of the pump to restart after several attempts. Several additional vad disconnect, vad stopped, electrical fault, and high watt alarms were logged during the analyzed period. As a result, the reported electrical fault, vad stopped, vad disconnect alarms, and high power events were confirmed. Possible root causes of the reported electrical fault and subsequent high power alarms may be attributed, but not limited, to a marginal connection between the driveline and controller. The most likely root cause of the vad disconnect alarms event can be attributed, but not limited, to a physical disconnection of the driveline from the controller and/or due to open phases in both stators. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. Based on historical review of similar events, the likely contributing cause for failure to restart was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 30-sep-2019/ serial#: (B)(6) UDI #: (B)(4) d10: yes, return date: 22-apr-2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 10-sep-2018 h5: no h6: patient code(s): c50675 h6: device code(s): c62859 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4310 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
### A supplemental report is being submitted for a correction. Patient codes for the system reported device in h10 have been corrected from (B)(6). Additional products: h6: patient code(s): (B)(6) h6: patient ime code(s): e0602, e0743 h6: imf code(s): f02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.